Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported she was hospitalized with low blood glucose and went into convulsions. The customer's blood glucose level was unknown. Leading to the hospitalization, customer was in the shower, was given orange juice, and could feel herself going out. Customer awoke in the hospital. Troubleshooting for low blood glucose was declined.